Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit does not run on ac power.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit does not run on ac power.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the power cord to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.